Event description:
It was reported that the surgeon inserted a icm 125v4 12.5mm implantable collamer lens and the haptics were trapped by the cartridge. No patient injury reported.

Manufacturer narrative:
Evaluation results: a lot order search was performed on the cartridge and there were no similar complaints found.